Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the pendant showed scrolling in the motion bar. It was still able to drive and move x,y,z. The system application hangs in standalone mode. The system replaced the pendant, and the system could fire 2d and 3d. However, there was some difficulties with the fluoro gain calibrations and "run gain calibrations processes." The batteries were very low. The batteries were replaced and the system cannot drive and the "detector was not ready in the system application and hangs in standalone mode. Paxscan was flashing error 32. The system board was replaced and the firmware was reloaded and the system could drive but the detector was still not ready and the paxscan was flashing error 32.  There was no patient involvement.

Manufacturer narrative:
H3) onsite functional and visual examination was performed by a manufacturer representative. The pendant, battery, and pcba were rep laced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. D11) continuation of d11: other components of the system are kit svc (B)(6) pendant o-arm cntl, svc kit (B)(6) 6 pack battery, kit svc (B)(6) pcba sys cntrl assy. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.